Event description:
6fr angioseal vip made by terumo model # 61030 deployed and resulted in an artery dissection. Provider then approached from the other side and deployed device again, and dissection again occurred. They then made a third approach and did not use another device. Problem did not reoccur. Provider suspects device issue. Lot number 06097945.